Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. He reported that eight days postoperatively, the pt's ucva is only 20/40 and cannot be corrected any better than 20/40. The surgeon reported the pt sees a "kind of kaleidoscope" most of the time. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on (B)(6) 2011 and (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).